Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt heard spurious loud noises and bangs through the speech processor in (B)(6) 2011. The pt contacted the clinic and testing was apparently normal. The external equipment was exchanged but the noises recurred. The pt was seen for device assessment on (B)(6) 2011. Variable/discrepant results by single channel measures.